Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons was unresponsive. The customer¿s blood glucose level was 14.5 mmol/l. Customer stated insulin pump buttons had to click two or three times to get respond. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.